Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records detailing the allegations of ¿additional surgery¿ were not provided.] ??/??/02: [missing records: records, including operative report, detailing ¿placement of polypropylene type mesh¿ were not provided.] (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia. History of incarcerated umbilical hernia and perforated appendectomy at initial surgery. Status post open repair of hernia approximately eight months ago. Postoperative diagnosis: ventral incisional hernia. Operation: laparoscopic ventral incisional hernia repair. Anesthesia: general endotracheal anesthesia. Anesthesiologist: (B)(6), md. Indications: this 38-year-old male had originally what appeared to be an incarcerated umbilical hernia which was repaired at reston hospital center and was found at that time to have matted small bowel. The incision was made larger with the results that we found a perforated abscessed appendix. He had breakdown of his periumbilical location of the fascia not long after that surgery in the summer of 2002, treated with open placement of polypropylene type mesh. He now has presented approximately three to four months ago with recurrence of a small hernia in the supraumbilical location. Findings: the defect was just above the umbilicus. As noted, there was lots of small bowel adherent to the old mesh which appeared to have rolled up from the inferior aspect up to the upper edge of this. The mesh itself was significantly incorporated into the abdominal wall. Procedure: ¿the patient was prepped and draped in a sterile fashion and using the optiview entrance device, a 10-12 mm port was placed in the left upper quadrant just off the edge of the rib cage. Once this was accomplished, insufflation was obtained. Visualization with the camera was noted. There were lots of adhesions of small bowel, several loops to the interior abdominal wall near the umbilicus. A 10 mm port was placed inferiorly in the left lower quadrant laterally and a 5 mm port about half way between the two places, also along the left lateral abdominal wall. Using a combination of blunt dissection, appropriate traction, and the use of the harmonic, the bowel loops were taken down off the old repair and all adhesions were freed up. The entire abdominal wall could be visualized. The opening was about 3 cm. The dual mesh by gortex was brought to the operative field 15-19 mm. It was trimmed to the appropriate length. It was laid on the abdominal wall and the ends and sides were marked, at which point 0-vicryl sutures were placed through each one of these and tied securely to use to tack the mesh to the abdominal wall. This was rolled and using the instrument was placed through the 10-12 mm port in the left lower quadrant. Then using graspers, was carefully rolled out its appropriate length. Using the previously placed marks, the suture retrieval device was placed through the abdominal wall widely spaced from the location of where the mesh was to be placed and the sutures drawn through and the mesh pulled up against the anterior abdominal wall. It was then secured to the anterior abdominal wall with the 5 mm protack device, tacking this securely in a 360 degree circumference about 1 cm from the edge of the patch. No bleeding was noted and therefore the ports were removed under direct vision. All incisions were then closed with running 4-0 monocryl in a subcuticular fashion. Mastisol and steri-strips were applied along with sterile dressings. A 4 x 4 gauze and an abd was placed over the hernia site and an abdominal binder was placed around the patient to secure all these dressings. This was also to keep pressure on the old hernia site to reduce edema. The patient was then awakened in the operating room, transported to the recovery room in stable condition. He did have some evidence of desaturation intraoperatively at extubation, but improved during recovery.¿ product identification records for the alleged ¿dual mesh by gortex¿ were not provided. (B)(6) 2009: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia with incarceration. Obesity. Sleep apnea. Postoperative diagnosis: recurrent ventral incisional hernia with incarceration. Obesity. Sleep apnea. Title of procedure: excision of old hernia mesh. Lysis of adhesions. Component separation, bilateral, for hernia repair. Repair of ventral incisional hernia with above compartment separation and underlay of 20 x 16 sheet of strattice. Cosurgeon: (B)(6), md, facs. Anesthesia: general endotracheal anesthesia. Indications: this 44-year-old male originally some 7 or 8 years ago presented with what appeared to be an incarcerated umbilical hernia and at the time of repair was noted to have lots of inflammation and some purulent material and a midline incision was extended that revealed that he actually had a perforated appendix leading to this. He subsequently developed a hernia which was repaired through an open technique with mesh and a subsequent recurrence was then repaired utilizing gore-tex duomesh with a laparoscopic technique and laparoscopic tacking device. Over the years he has had a recurrence with a protuberance at the region just to the left of the umbilicus which has been enlarging and becoming somewhat uncomfortable, especially since he works as a chiropractor working on athletes who require him to heavy work. CT scan shows that the previously placed mesh is now only on the right side of the defect and not attached to the left side. There appears to be bowel within the hernia. Preoperatively, he had sequential compression devices placed for dvt [deep vein thrombosis] prophylaxis and will be given low molecular weight heparin as soon as we have ensured that he is having no postoperative bleeding. He received antibiotic, ancef, prior to surgery. Findings: the mesh was significantly adherent to a couple of loops of small bowel and was still attached to the fascia on the right side of the defect. There was small bowel within the sac itself. This required careful dissection to remove the bowel from the mesh and then the mesh was excised in its entirety. We were able to identify the lateral edge of the rectus sheath on both sides. They were very far out and the division of the external oblique tendon and muscle was accomplished 2 cm lateral to this. Estimated blood loss: approximately 150 ml. Specimens: 1. Hernia sac. 2. Mesh. 3. Scar tissue. Description of procedure: ¿the patient was prepped and draped in a sterile fashion after adequate general anesthesia was obtained. The old scar which was stretched out in the midline was excised in its entirety from just below the xiphoid down to just above the pubis. We then entered the fascia superior to the previous repair, utilizing electrocautery to get down to the fascia and then opened the fascia with electrocautery. With careful finger dissection, we were able to open the fascia down to the level of the defect at which point, we identified the sac, were then able to work around and see that it was attached to the small bowel. It was carefully taken off the small bowel with a combination of electrocautery dissection and metzenbaum dissection. Next, approximately an hour was spent dissecting the small bowel off the anterior abdominal wall and off the mesh. We did not make any enterotomies during this portion of the procedure. The bowel was carefully examined and 2 or 3 small serosal injuries were noted and were repaired with interrupted 3-0 silk pop-off. Once the bowel had been separated from the mesh and from the abdominal wall circumferentially above and below the incision, we were able to excise the mesh noting that there were several exposed metal tacks some even into the fascia that had to be removed that were not still attached to the mesh itself. All of this was sent to pathology. Once this was completed, we then started the component separation part. Starting on the right side, the length of the fascial incision, the skin and subcutaneous tissue were elevated off the anterior rectus sheath in the upper 1/3 of the abdomen and using a lighted retractor, we were able to separate the space out until we could identify the edge of the rectus following it down almost to the inguinal ring and up over the right subcostal margin. We then opened the external oblique 2 cm lateral and placed the laparoscopic hernia dissecting balloon into the space created between the external and internal obliques, expanded this, elevating the external off of the internal. We then divided the external superiorly and inferiorly along that line 2 cm lateral to the edge of the rectus. Hemostasis was assured. This was then completed on the left side. We were able to create the subcutaneous space using the lighted retractors, but we were not able to get the balloon into the space to carefully elevate the external off the internal; therefore, we opened the subcutaneous tissue off the fascia more superiorly and inferiorly and did this in the standard open fashion dividing the external oblique 2 cm lateral to the edge of the rectus. Once this was accomplished, we were able to bring the fascia together in the midline. Next, we brought a 20 x 16 sheet of strattice biological mesh to the field and placed this in the abdominal cavity and utilizing transvaginal sutures of 0 prolene we were able to secure this circumferentially to the abdominal wall on the undersurface. It was done under some tension, so that when the fascia was closed in the midline, there was no bulging of the strattice. Several of these sutures were passed not only through the fascia and muscle of the abdominal wall, but also through the skin utilizing the laparoscopic suture-passing device through small stab incisions. Once this was in place, they were all tied securely. Next, the fascia was closed with running #1 prolene and tied securely in the midportion of the wound. There did not appear to be significant tension. The skin was then closed with a few interrupted 3-0 vicryl sutures and the skin-stapling device. It should be noted that prior to closing the midline fascia, we placed a drain through the right upper quadrant abdominal wall and placed it on top of the strattice and attached to bulb suction. We also placed 2 drains, one in each side through the skin and subcutaneous tissue and placed it in the space between the skin and subcutaneous tissue flap and the rectus. These also were attached to bulb suction. Once the skin was closed, as noted above sterile dressings were applied. The patient was awakened in the operating room after an abdominal binder had been placed and he was transported to the recovery room in stable condition.¿ (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] ??/??/09: [missing records: records for the CT scan showing ¿previously placed mesh is now only on the right side¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2003 whereby an alleged unknown gore device was implanted. The complaint alleges that on (B)(6) 2009 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.